Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken connector. Analysis also noted that the battery returned with the analyzer was depleted. The connector and battery were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer connector was broken. The analyzer is expected to be returned for service. There was no patient involvement. It was further reported that the analyzer was returned for service.